Event description:
This is filed to report tissue damage. It was reported that on (B)(6) 2022, a mitraclip procedure was performed to treat mixed mitral regurgitation (mr) with a grade of 4. An xtw clip was implanted, reducing mr to a grade of 2. On (B)(6) 2022, echocardiography was performed, and it was observed the implanted clip had detached from the anterior leaflet and remained attached to the posterior leaflet, causing mr to return to a grade of 4. On (B)(6) 2023 an additional mitraclip procedure was performed. An nt clip was inserted, and grasping was performed medially of the implanted clip. However, grasping was noted to be difficult and a flail on the posterior leaflet was observed. Therefore, the nt clip was removed and an xtw was successfully deployed, reducing mr to a grade of 3. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on the available information, the reported positioning failure (leaflet grasping - clip not implanted) associated with multiple grasping attempts appears to be due to patient anatomy (short and weak posterior mitral leaflets). The cause of the reported tissue injury cannot be determined. The reported tissue injury, as listed in the mitraclip system instructions for use (IFU), is a known possible complication associated with mitraclip procedures. The reported serious injury/ illness/ impairment is the result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.